Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) passed away due to an unknown cause. The pt was not hospitalized prior to death. Pd therapy was ongoing until the time of death. An autopsy was not performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted.